Event description:
This facility has been contacted for additional info on this event on (B)(6) 2008. It has been learned that for this event, once it occurred, the treatment was stopped. No blood was reinfused back to this pt. The rn did give 25 mg diphenhydramine IV x 1 dose. The pt was then transported by ambulance to the ER for eval. The pt was not admitted. The pt did return back to this dialysis unit where she was able to complete the dialysis treatment with the use of this dialyzer without further incidence. The rn did state that this pt has been using this dialyzer for approx 1 year without incidence. This pt continues to receive dialysis with use of this dialyzer. A sample is available for eval. It has also been learned on (B)(6) 2008, that this pt was admitted to the hospital last week for an episode of hypertension and fluid overload with mild ascites as well as monitoring for iron overload in the liver. The rn stated no paracentesis for this admit. It was also learned that for this event, the pt did have residual itching and facial swelling that was noted on the following treatment. The rn stated that this pt tends to run a high phosphorus level and could have contributed to the itching. As soon as dialysis started, pt reported constriction in throat, unusual taste in mouth, gums being numb, hands tingling bilaterally, nausea, redness in face, dyspnea, diaphoretic, facial swelling and swelling of lips and tongue. Slurred speech due to swelling; sob; hypotension, throat constriction; dysphagia and anxiety. Additional info from the user facility: (B)(6).